Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The patient reported on (B)(6) 2016 her blood glucose and insulin history is as follows: (B)(6). She was admitted into the emergency room (ER) where she was treated with fluids and insulin intravenously. Time: 03:30 pm, 321 (at the hospital). At 12:16 pm the pod was deactivated.